Manufacturer narrative:
Device identification: the reported device was confirmed to be an angle discrepancy error on j5, p/n 209999, serial number (B)(4). Device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed with no notes or comments. Device evaluation and results: per gsp 146360: mps (B)(6) reported could not pass pre-surgery due to an angle discrepancy error on j5. Resolution: successfully adjusted and re-tensioned j5 per service manual and verified operation. Ran several other tests to verify correct operation. Completed service visit in conjunction with mako system pm. System is ready for clinical use. Complaint review: a review of complaints in catsweb and trackwise related to (B)(4) shows no complaints related to the failure in this investigation. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
(B)(4) - mps (B)(6) reported could not pass pre-surgery due to an angle discrepancy error on j5 subcase 146360-1 notes 4/21/2017 21:09:32 bblack action type: description tha 3.1.1.1, pka 2.5.6.4, crisis 2.13.1.1, crisis 2.13.1.2k, tka 1.0, crisis 2.13.2, mgo 1.1. Problem: couldn't pass pre-surgery. J5 binding. Subcase 146360-1 action type: resolution, notes: tha 3.1.1.1 pka 2.5.6.4, crisis 2.13.1.1, crisis 2.13.1.2k, tka 1.0, crisis 2.13.2, mgo 1.1. Resolution: bb 04/20/17 @ 6:00pm. Successfully adjusted and re-tensioned j5 per service manual and verified operation. Ran several other tests to verify correct operation. Completed service visit in conjunction with mako system pm. System is ready for clinical use. (B)(4).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Rob415 - mps (B)(6) reported could not pass pre-surgery due to an angle discrepancy error on j5 subcase 146360-1 notes 4/21/2017 21:09:32 bblack action type: description tha 3.1.1.1 pka 2.5.6.4 crisis 2.13.1.1 crisis 2.13.1.2k tka 1.0 crisis 2.13.2 mgo 1.1. Problem: couldn't pass pre-surgery. J5 binding. Subcase 146360-1 action type: resolution, notes: tha 3.1.1.1 pka 2.5.6.4 crisis 2.13.1.1 crisis 2.13.1.2k tka 1.0 crisis 2.13.2 mgo 1.1. Resolution: bb (B)(6) 2017 @ 6:00pm. Successfully adjusted and re-tensioned j5 per service manual and verified operation. Ran several other tests to verify correct operation. Completed service visit in conjunction with mako system pm. System is ready for clinical use. , modified by bblack on 4/21/2017 9:13:17 pm subcase 146360-1 closed 4/21/2017 21:13:35 bblack.